Manufacturer narrative:
Device not accessible for testing: the customer has advised that the unit was repaired by calibrating the touchscreen, in which this corrected the issue. The iabp unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Device not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was failing start up with an error code 6. There was no patient involvement, and no adverse event reported.